Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 6.9; lab: 4.9. Pt's therapeutic range: 2.5-3.5 inr. Pt's dose was changed after the observed high results.

Manufacturer narrative:
Investigation pending.